Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the device had broken output connectors. It was also noted that the battery drawer would stick, the keypad was damaged, and the display wires were pinched without compromise to the insulation. All found defective parts were replaced and all other identified issues were resolved.

Event description:
It was reported that the external pulse generator (epg) had broken atrial and ventricular connectors. The epg has been returned for repair. No patient complications have been reported as a result of this event.